Event description:
It was reported that a pt had his generator and lead removed due to high lead impedance. Follow up with the pt's physician revealed that the pt will not be re-implanted. The last good diagnostics were obtained in 2007, but no specifics were given. The cause of the reported event is unk, because no lead break could be observed on x-rays. No x-rays have been sent to the manufacturer for review. There were no reports of pt manipulation or trauma that could have caused or contributed to the reported events. Good faith attempts to obtain the explanted product have been unsuccessful to date.

Manufacturer narrative:
Conclusion: device failure is suspected, but did not cause or contribute to a death or serious injury.